Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in an unspecified line of a homechoice cassette without an alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.